Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon was unable to engage haptics during reaming of acetabulum. The surgeon used manual methods for cup reaming. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding being unable to engage haptics during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 376 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding being unable to engage haptics during reaming. There were no other reported events for the listed catalog number. Conclusion: the session and log data from the case was reviewed. An analysis of the implant plan, pelvic registration/landmarks, reamer on/off cycles and system warnings was completed. Implant placement was abnormal due to patient anatomy. Pelvic registration introduced rotational difference in superior-inferior direction, which may results in error of inclination. Multiple on/off cycles during reaming and j5 torque limit warnings were observed. It is possible that the patient anatomy and inaccuracies in registration could have made positioning of the reamer difficult, which resulted in bumping into the stereotactic wall and constant shutting off of the tool. The rio operated as expected; no system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon was unable to engage haptics during reaming of acetabulum. The surgeon used manual methods for cup reaming. The outcome of the case was successful.